Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. Product ID 435135, serial# (B)(4), implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
It was reported that impedances were checked on a device and the impedance on the case and 2 was 2417 ohms and the impedance on 2 and 3 was 2417 ohms. This was noted as out of range and the patient had some loss of therapy. The patient was in a doctor¿s office for her six-month checkout and was sent to have an x-ray to see if there was any wire breakage. It was noted that the device would be adjusted after the patient returned from the x-ray. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were issues with regards to impedances and greater than 4,000 ohms were on all or some unipolar pairs. It was reported never having therapeutic effect and that the patient had a loss of therapy. It was not a sudden onset and it was unknown when it happened, however, they had high impedances in the past and difficulty with programming therapy. The healthcare provider (hcp) questioned why he was getting "???" With case and 2. The impedances tested on (B)(6)2014 were as follows: case and 0 was greater than 4,000 ohms, case and 1 was greater than 4,000 ohms, case and 2 was "???", and case and 3 was 520 ohms. Impedances were reviewed and it was repeated that the hcp continued to get "???" With case and 2. An open circuit was suspected and they discussed the option of programing case and 3 that the hcp had used in the past. The patient would be scheduled for a new lead, and therapy measured greater than 800 ohms. Additional information received reported an impedance issue with (???) Error on electrodes 2-3. The patient's status at the time of the report was alive with no injury. Additional information received reported the impedance issue occurred during a routine, in office device follow up. The impedance was unable to be measured and resulted in multiple "???" Readings. The cause of the impedance issue was unknown, the physician suspected the age of the lead was the cause. It was unknown if there were any lead fractures. The physician had done interrogation, and the date was unknown. It was also unknown how the patient was doing and if they were receiving effective therapy.